Manufacturer narrative:
(B)(4). The ge service rep replaced the interconnect cable, due to the cable having a kink by the c-arm end. He replaced the usb hub due to the touchpad not working intermittently. He replaced the gpos due to the system locking up and the touchscreen was not working intermittently. He also replaced the right touchscreen monitor due to the touchscreen not working intermittently. The high voltage cable was replaced due to the rotation preview arrows spinning by themselves. He also replaced the keyboard due to the intermittent touchpad problems. The original software version was ordered and placed back on the system. He tested the system by taking numerous fluoro shots, saving them, and recalling them. He tested the keyboard and touchpad and touchscreen by entering pt info and moving through the menus. He also uploaded the log files. The system operates as intended.

Event description:
The customer reported that the ... Had to be rebooted often. They could not rotate the c-arm and was not able to flip the image. No pt injury was reported.